Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent balloon kyphoplasty. Intra-op, when the balloon was inflated, there was a sudden drop in pressure. Then it was found that there was a rupture in the balloon. Another balloon was used to complete the case. No patient complications were reported. No fragment of the balloon remained in the patient.

Manufacturer narrative:
Product analysis: during functional analysis, it was not possible to inflate the balloon due to a hole or leak. Presence of blood in and on the ibt. During visual analysis, the hole was confirmed and located on the distal peak. This is a radial rupture of the balloon. Conclusion: based on the information provided, functional and visual analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinters during surgery. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.